Event description:
Medtronic received information that during use of a custom tubing pack, it was reported that there were little white dots showing up on the venous side of the tubing, on day two of extracorporeal membrane oxygenation (ECMO). They seemed to be on the inside of the tubing (regular 3/8 in tubing from a disposal pack). The patient was centrally cannulated with the drainage cannula being a 24 metalangle right in the right atrium (ra). The patient had type a dissection repair with deep hypothermic circulatory arrest, subsequent ECMO initiation because of long pump run and stunned heart. The patient was given ancef and vancomycin per usual protocol. The use of the device was unknown. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.